Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm) and the remote arm controller (rac) board due to error code 1, 74 and 75. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported errors on the mtm during sine cycle. During visual inspection, it was noticed that the slip ring was not in the proper position and it was causing the errors. The following parts will be replaced as a fix: slip ring assembly and black and white flat flex cables (ffc). Failure analysis investigation did not replicate the reported errors on the rac board. The board was installed into the test system and launched in the maintenance mode. The unit was tested with sine cycle and multiple power cycles for 5 minutes without triggering any errors. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse) investigation revealed the following possible related system errors: error 25521 (communication link problem), error 704 (embedded serializer in master base (esmb) to embedded serializer in master platform (esmp) link down), error 705 (esmb to embedded serializer for master yaw (esmy) link down), and error 1 (esmbr found a power supply voltage out of range, unrecognized software build). No image or procedure video was provided for review. This complaint is reportable due to the following: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer encountered non-recoverable errors. The customer performed multiple hard-restarts on the system; however, the errors persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 25521 (communication link problem), error 704 (embedded serializer in master base (esmb) to embedded serializer in master platform (esmp) link down), error 705 (esmb to embedded serializer for master yaw (esmy) link down), and error 1 (esmbr found a power supply voltage out of range, unrecognized software build). Tse advised site they would not be able to use the right controller at this time. There was no reported patient harm/injury. Isi followed up with the initial reporter (da vinci coordinator) and obtained additional information: the procedure was converted to a laparoscopic surgery. The laparoscopic surgery was completed successfully with no injury to the patient.